Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid in the drain bag, felling unwell, nausea and general lethargy. The patient was treated with unspecified antibiotics for the event. The cause, and hospitalization were not reported. The patient outcome was unknown. The pd catheter was removed. No additional information is available.